Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis and shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual and dimensional analysis, inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to advance or proximal shaft separations reported from this lot. It should be noted that the xience pro, everolimus eluting coronary stent system, international, ce, instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. In this case, excessive force may have contributed to the shaft separation. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid right coronary artery. While advancing a 3.0 x 48 mm xience pro stent delivery system, the proximal shaft separated. There was some force used to advance the sds. The sds was removed from the anatomy without issue and another xience was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.